Manufacturer narrative:
Received 1 used set of 2 arcticgel pads only. The torso pads were not returned for evaluation. Visual inspection noted tape around the connection of the fluid delivery line and the left thigh pad. The tape was removed and a hole was noted on the pad. A functional evaluation was performed via a flowrate test. The pad was connected to the arctic sun machine model 2000 for 10 minutes, see details below: left thigh pad: a total of 5.09 l/min m2 flow rate was registered during the test. The pad was noted as crushed. The right thigh pad was not tested since a hole was noted on the pad. According to the test method the flow rate was within specifications on the left thigh pad as the flow rate must be above 2.4 l/min m2. Based on the evaluation it was concluded that the flow rate obtained while in use on the patient could be caused by the hole on the right thigh pad. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the pads gave low flow and were changed to a different set of pads.